Event description:
It was reported that the user¿s ilet device required replacement due to a hardware issue involving the display screen, described as broken, cracked, or delaminated, and the replacement unit had not yet shipped as expected. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health or functional status.

Manufacturer narrative:
Investigation included internal review of shipping and product logistics. Investigation of this case revealed that the event pertained to product availability rather than device performance in use. It was concluded that this was a non-clinical, hardware-related complaint concerning a damaged screen and delayed replacement, with no patient harm reported.